Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to implant an atrial lead, but was unable to get the lead to fixate. It was unknown if the placement difficulty was due to the patient's anatomy. The lead also exhibited no sensing and high thresholds. The physician elected to explant and replace the lead. No patient complications have been reported as a result of this event.